Manufacturer narrative:
Initial and final (B)(4) - device 6 of 9. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the unites states it was reported that the patient faced nine infusion set fell off during use while patient is on physical activity events on (B)(6) 2025. The infusion set was in use for one to two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.